Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received two used perifix catheter out of a perifix® 750 soft tip filter-set+pinpad without packaging. The provided samples were subjected to a visual examination. At one sample the perifix catheter is shorn off approx. 7 mm of the catheter tip. The shorn off area is slanted and shows a smooth structure. The shorn off part with the catheter tip was not handed over by the customer. Such damages may occur when the catheter will be withdrawn against the cannula bevel and thereby shear off. Please see instructions for use: never pull the catheter through the needle as it may otherwise shear off. The complaint is not confirmed.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in finland): missing piece of catheter 11 mm